Manufacturer narrative:
Concomitant medical products syringe; port tubing. Although requested, product has not been received. A follow up report will be submitted with failure investigation results should the product be received for evaluation. Although requested, no patient demographics provided.

Event description:
It was reported that there was a fluid spray. It was observed that while flushing platelets from one maxzero of a single lumen port, the second maxzero connecter to the same lumen "shot fluid from the swab cap." The event occurred on unit 8t-s. Although requested, there was no user or patient information provided.